Manufacturer narrative:
Concomitant medical products: product ID: 439688 lead, implanted: (B)(6) 2016; product ID: c6tr01 crtp, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart palpitations and chest pain. The right atrial (ra) lead exhibited a low lead impedance warning. The ra lead remains in use. No further patient complications have been reported as a result of this event.